Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple waste bag pressure high alarms occurred during a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not performed due to possible clotting attributed to the amount of time spent troubleshooting the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide when an alarm cannot be resolved. Review of the cycler treatment log file indicates that there were no problems with the prime and alarms test prior to initiating treatment. The waste bag pressure spiked immediately after the treatment started indicating a restriction in fluid flow after connection to the dialysate source most likely from improper loading of the dialysate disposable. There is no indication of a device malfunction. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.